Manufacturer narrative:
Correction: upon further review, it was noticed that the replacement details in the event summary were added abruptly and were not provided initially. The correct detail is that another lens of the same model but with a lower diopter from johnson & johnson was implanted. Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: april 24,2025. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on the suspect product and found the lens module was received disassembled from the handpiece; no handpiece was received for evaluation. The lens module was opened and inspected revealing no issues or viscoelastic residue; however, a lens was inside the lens module. The lens was visually inspected under magnification revealing it was received cut in half with the pieces stuck together and coated in viscoelastic residue. The lens halves were cleaned, and unstuck revealing one half of the lens was scratched and the other had a dent-like mark. No further evaluation was performed. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The other issues observed during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal lens was explanted because the patient experienced visual disturbances and a refractive surprise. The lens was implanted on (B)(6), 2024, and was subsequently explanted during a secondary surgery where another lens of the same model but with a lower diopter from johnson & johnson was implanted. There were no injuries or additional interventions. The patient has fully recovered. No further information is available.

Manufacturer narrative:
Section a2,a3, a4 and a5: unknown/ not provided. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.